Event description:
It was reported that during a follow up, noise was noted. Noise was reproduced during pocket manipulation. During a lead revision insulation abrasion near the connector was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.